Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that although the pink slide moved forward as intended at pod activation, the cannula did not deploy, indicating a needle mechanism failure. No changes in blood glucose levels were reported. The pod was not worn. The pod has been discarded.